Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, air was not coming from the ophthalmic system in fluid air exchange (fax) mode, and a system message was displayed. The surgery was completed using an alternative system, and there was no impact to the patient.